Event description:
At the time of surgery, the surgeon found that three suture holes diameter were small. The surgeon had no choice but to use a 12-hole plate.

Manufacturer narrative:
This report will be amended when our investigation is complete.